Manufacturer narrative:
Submit date: 03/08/2017. A device history record review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. The sample was received at the manufacturing site for evaluation. The catheter came inside a generic plastic bag and did not present signs of use and the blue adapter was detached from the extension and it was not presented in sample returned. Additionally the arterial (red) adapter did not present any problem. The reported issue has been not confirmed. The evidence provided is not enough to relate this event to the manufacturing operations; the blue adapter was not present in the returned sample. Based on the available information, it can be concluded that product was manufactured according to specifications and it functioned as intended for an undetermined amount of time; for this reason the adapter was more likely damaged during use and the most possible root cause can be considered as misuse: the instructions for use were not followed (most likely catheter over-tightening). A trigger was found for product family and code. This trigger was analyzed according to procedure with the complaint handling group and, as a conclusion; this complaint does not require further actions based on the fact that actual occurrence is aligned to the expected values. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 1/13/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer states that blood leakage was found at the venous port of the catheter during dialysis treatment.